Event description:
It was reported that the connecting tube had a broken plastic connector. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device's final investigation. Updated fields: h2, h3, h6, h11 correction: d9 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation's results, it is likely that the following factors contributed to the malfunction: component failure, which is either expected or random, and unrelated to any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.